Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the conical flex coupler in the scissor assembly to fix the issue. One of the screws had broken. The system was tested and verified as ready for use. This part is a scrap item and will not be returned to isi for evaluation. A log review confirmed the sacrocolpopexy w/hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to a single console after the start of the procedure due to the foot pedal issue on the second console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the dual console isn't working. Customer said that the 2nd surgeon's console foot pedal isn't working, it won't move in and out. They can hear the motor running but the pedal isn't moving. Before calling in they tried disconnecting the 2nd surgeons console and rebooting but the issue remained. Customer is continuing with the case. Contact (B)(6) to discuss service options. Confirm what surgeon side console (ssc) is the 2nd console with the foot pedal not working. The procedure was completing as planned with no reported injury. Isi followed up and obtained the following additional information: according to the customer, patient demographics were not available.